Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the device passed functional testing. Analysis found the upper case and both output connectors were broken. One case screw was contaminated, main seal was pinched (cut), and display wire was pinched (not compromised). It was noted system errors were found in the device data logs. (B)(4).

Event description:
It was reported the device stopped pacing (working) while in use. Batteries were replaced and device still did not pace the patient. The device was replaced and patient was then paced. The device was returned for analysis, repair, and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.